Event description:
It was reported the patient experienced a ¿warm sensation in or around their implantable neurostimulator (ins) pocket during recharging.¿ it was further reported the ins pocket would ¿get really hot¿ when the patient recharged. It was later reported the patient had their unit off for the past few months, but had been recharging the ins even though they were not using the device. The reporter stated the ins felt hot after charging. It was noted there was no redness to the skin. It was further noted the patient had not been seen by their healthcare provider (hcp) for this issue, but had talked to their hcp who advised him to stop charging the ins. It was noted the patient did not have any appointments relating to this issue.

Event description:
Additional information received reported that "since the beginning" the patient's recharger had gotten "super hot" so he would do smaller charging sessions. It was noted that the patient's "skin got super red there" if you charge it for too long. If additional information related to the event is received, a supplemental will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3550-39, lot# n243266, implanted: (B)(6) 2010, product type: accessory. (B)(4).